Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient had urinary tract infection (uti) and became septic. Moreover, it was indicated that vegetation seen on valve and endocarditis. This product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.